Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery aneurysm that resulted in an aneurysm remnant. No technical complications associated with the procedure were reported. Immediately after treatment the subject was improved. The patient was discharged 18 days post the index procedure with good recuperation. Program follow up performed approximately 90 days post embolization, demonstrated recanalization of the aneurysm with coil compaction. Successful reintervention was performed 45 days post index evaluation follow up. A programmed follow up performed approximately 90 days post reintervention found the subject in stable condition with a stable aneurysm remnant. No additional information was available.

Manufacturer narrative:
PMA# or 510k#: k050700. Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, there are medical and physiological factors that can contribute to recanalisation and they are listed as a potential complications within the direction for use. Also, the direction for use (dfu) indicates that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complications has been assigned to this event.